Event description:
Customer called to report parent of home patient reported during patient use a splint/crack running lengthwise was found in the tubing, patient was brought to hospital and given a dose of vancomycin. During drain fluid was lost. During a follow-up phone call, the nurse at the facility stated the minicap extended life pd transfer set was put on five months previous.